Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead revision was performed in which the lead was moved from the rv apex to the rv septum. In addition, the patient was experiencing dizziness and shortness of breath (sob). Additional information from the field indicated that the lead was repositioned due to high outputs. The lead remains in service. No additional adverse patient effects were reported.